Event description:
Boston scientific received information that there was noise on this right ventricular (rv) lead with no pacing due to oversensing. It was noted that there has been inappropriate noise for the last year with this rv lead. As a result of the noise, anti-tachycardia pacing (atp) was delivered inappropriately. Isometric testing was performed and they are able to recreate the noise on both the rate sense and shock electrogram (egm). It was also noted that the thresholds have been high on this rv lead since implant. The health care professional (hcp) contacted boston scientific technical services (ts) and discussed that the rv lead will be replaced in the near future. No adverse patient effects were reported.

Manufacturer narrative:
At this time the rv lead remains in service. Should additional information become available this investigation will be updated.